Event description:
As reported: the patient's attorney contacted stryker with the following issue: the patient was operated on at the beginning of (B)(6) 2023 for a fracture of the femoral neck and a gamma nail was inserted. On (B)(6) 2023, the gamma nail broke in the area of the right thigh. The patient subsequently had an inpatient stay from (B)(6) 2023. 04.22.2024 - update: "additionally a broken locking screw was reported."

Manufacturer narrative:
The reported event could be confirmed with the provided images. With the available medical notes, a formal medical opinion was sought: with the provided information in the medical notes, it is difficult to determine the cause of the failure. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text: device disposition is unknown.

Event description:
As reported: the patient's attorney contacted stryker with the following issue: the patient was operated on at the beginning of (B)(6) 2023 for a fracture of the femoral neck and a gamma nail was inserted. On (B)(6) 2023, the gamma nail broke in the area of the right thigh. The patient subsequently had an inpatient stay from (B)(6) 2023. 04.22.2024 - update: "additionally, a broken locking screw was reported".

Manufacturer narrative:
Corrections: please refer to d9/h3 the device was returned for evaluation. The reported event could be confirmed, since the device was returned and matches the alleged event. The received screw was visually inspected in which we can see that the screw is broken from the distal end. The deformation of the crest of screw threads indicates that they rub around the nail. This is from improper alignment of the threads which is confirmed from misdrilling signs on the distal holes of the nail. Microscopic inspection of the broken surface of the screw it shows typical signs of breakage in a fatigue manner. The typical characteristics of a fatigue fracture could also be identified on this fracture face. There is a fatigue zone with a smooth surface and progression lines over almost the whole surface which ends in an instantaneous zone, where the screw finally breaks apart. With the available medical notes, a formal medical opinion was sought: with the provided information in the medical notes, it is difficult to determine the cause of the failure. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the above investigation no product related issue could be detected. The implants could finally not resist the applied force which finally led to the material overload/fatigue failure. However, due to a lack of applicable radiographs, we cannot exactly say what caused this fatigue failure resulting in alleged event. If any additional information is provided, the investigation will be reassessed.